Event description:
During an anonymous customer experience survey, it was reported that this peritoneal dialysis (pd) patient experienced a serious infection involving a peritoneal infection in the tip of their catheter. Upon follow up with the patient¿s pd registered nurse, it was reported this patient transitioned to in-center hemodialysis (hd) in 2021 (exact timeframe unknown) due to a peritonitis infection. The patient has since been removed from the clinic census and details concerning the patient¿s infection were unknown; however, it was recalled the patient¿s peritonitis was due to touch contamination during continuous cyclic pd (ccpd) therapy on a fresenius cycler and not due to a deficiency or malfunction of any fresenius product(s) or device(s). Further follow up attempts were conducted to acquire additional details concerning this patient¿s peritonitis; however, no additional information was obtained.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis. It is well established pd patients are at high risk for infections of the peritoneum. The root cause of this patient¿s peritonitis can be attributed to touch contamination as reported by a medical professional. Nonadherence to aseptic technique through touch contamination is the leading source of transmission of peritonitis causing pathogens. Therefore, the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
During an anonymous customer experience survey, it was reported that this peritoneal dialysis (pd) patient experienced a serious infection involving a peritoneal infection in the tip of their catheter. Upon follow up with the patient¿s pd registered nurse, it was reported this patient transitioned to in-center hemodialysis (hd) in 2021 (exact timeframe unknown) due to a peritonitis infection. The patient has since been removed from the clinic census and details concerning the patient¿s infection were unknown; however, it was recalled the patient¿s peritonitis was due to touch contamination during continuous cyclic pd (ccpd) therapy on a fresenius cycler and not due to a deficiency or malfunction of any fresenius product(s) or device(s). Further follow up attempts were conducted to acquire additional details concerning this patient¿s peritonitis; however, no additional information was obtained.

Event description:
During an anonymous customer experience survey, it was reported that this peritoneal dialysis (pd) patient experienced a serious infection involving a peritoneal infection in the tip of their catheter. Upon follow up with the patient¿s pd registered nurse, it was reported this patient transitioned to in-center hemodialysis (hd) in 2021 (exact timeframe unknown) due to a peritonitis infection. The patient has since been removed from the clinic census and details concerning the patient¿s infection were unknown; however, it was recalled the patient¿s peritonitis was due to touch contamination during continuous cyclic pd (ccpd) therapy on a fresenius cycler and not due to a deficiency or malfunction of any fresenius product(s) or device(s). Further follow up attempts were conducted to acquire additional details concerning this patient¿s peritonitis; however, no additional information was obtained.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process associated with the reported event. An investigation of the device history records was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements. The product lots involved met all specifications for release. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. Per the follow up information received, the incident was attributed to end user error.